Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to reset the clock on the pump after daylight savings occurred. The customer's blood glucose (bg) level was high and the customer did not know if the incorrect time had contributed to the high bg. Tandem technical support assisted the customer with setting the correct time.